Manufacturer narrative:
This report is made based on the results of evaluation completed (B)(6) 2011. (B)(6). (B)(4). During evaluation the force sensor assembly was found to be physically damaged and contamination was found on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and contamination on the force sensor. This report is being made based on the evaluation results.